Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt right coronary artery. Upon attempted deployment of the stent, it was reported that for unspecified reasons the stent was not fully deployed. Attempts to post dilate the stent were unsuccessful. In response, an attempt to withdraw the sds was made. While withdrawing the sds, a dissection was observed. The pt was subsequently stent for coronary artery bypass graft surgery. There were no additional complications reported relative to this event.